Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [sep/09/2024]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed by olympus. During the inspection of the device, it was identified the printed circuit/flexray board as the cause of the reported issue. Additionally, the investigation refers to the service manual for the following potential service actions: check the connection of pcba flexray to the pcba control. Replace the pcba flexray. Check the connection of pcba surgisaber and pcba control to the pcba wiring. Replace the pcba surgisaber. Replace the pcba control and / or the pcba wiring. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the generator had a bad flexray field programmable gate array board which caused the error 1010. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.